Manufacturer narrative:
A.1.- a.5. Patient information was not provided. H.11: livanova deutschland manufactures the essenz hlm. The incident occurred in germany. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that s5 hlm roller pump showed error code e432. The event occurred during priming. There was no patient injury.

Manufacturer narrative:
A livanova field service engineer was dispatched on site: no device deviation nor malfunction was found and the customer confirmed the error message was caused by over occlusion of the involved pump. According to s5 hlm instructions for use, the adjustments and checks of the roller pump occlusion must be performed each time before using the s5 hlm system. Based on the above, this event has been re-assessed as not reportable since no device malfunction occurred and it was solely due to user error.

Event description:
See initial report.